Event description:
It was reported that the procedure was to treat a right coronary artery aneurysm. The patient presented with chest pain several days before the procedure. Angiography showed an aneurysm in the previously placed 3.5 x 28 mm xience stent in 2009. A 4.0 x 19 mm graftmaster was successfully deployed to seal the aneurysm; however, during post-dilatation with a 5.0 x 15 mm non-abbott balloon catheter, the proximal stent edge of the graftmaster was damaged. A 5.0 x 12 mm bare-metal stent was placed overlapping the graftmaster to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated.